Event description:
The event involved a 8 cm (3") smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer where a leaking microclave was reported. The event happened at 22:00. The status of the pump when the problem occurred was during infusing of noradrenaline 8mg via syringe driver (bd nexus cc). It was unknown how long into the infusion did the leak occur. There was no loss of patient blood. Microclave swapped for alternative product and therapy resumed. Drug not replaced. There was no visible defect. There was no patient harm. There was no medication intervention required and the patient recovered.

Manufacturer narrative:
The complaint of leaks on item 011-mc33565 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non conformities were found that would have led the reported complaint.

Event description:
An update provided on 10/27/2023 stated that one syringe was being given via a bionector on the blue port of the central line and we were titrating a new syringe on the brown port via an octopus (new style). Requirement of drug was increasing but noted that it was not having any impact on the patients blood pressure. When rechecking all the lines it was noted that the pillow was wet. On closer inspection the noradrenaline was on one lumen of the octopus but was not going into the central line but traveling up the second lumen and going onto the pillow. Meaning that the patient was not receiving any of the noradrenaline from that line only the one on the blue port. The action taken was that they stopped the infusion that was running via the octopus and removed it. They then got another octopus (one of the old style ones) and primed that and attached to the brown port. Then they attached the syringe to this octopus and began titrating. Noted that this one was not leaking and within a few minutes patients blood pressure improved.